Event description:
It was reported that a patient had their implantable neurostimulator (ins) system explanted on (B)(6) 2013 due to a (B)(6) infection that had developed at the pocket site. It was stated that a culture was taken and the infection was confirmed as (B)(6). It was reported that the patient was hospitalized due to the infection. It was reported that the patient was put on IV antibiotic treatment. It was reported that it was unknown whether the product would be returned; it was stated it was unknown whether the healthcare professional (hcp) had kept the device or thrown it away. It was reported that the cause of the infection had not been determined and the issue was currently not resolved. It was stated that the patient alleged that her explanting hcp told her that ¿based on the growth of the bacteria it looked like the battery had been contaminated by the manufacturer.¿ it was stated that the patient¿s managing/implanting hcp had said ¿everything looked good¿ at the patient¿s post-op appointment and that there had been no signs or symptoms of infection present at that time. It was noted that the explanting hcp was not the doctor that implanted the system. It was stated that currently the patient was alive with injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).